Event description:
The customer reported being treated in the hospital for high blood glucose. Troubleshooting was performed. The device appears to function properly. No additional information was received at time of call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.